Event description:
The customer reported a leak from the coulter act diff analyzer. The customer was performing instrument maintenance when the leak was observed. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found the tubing at vl13 was leaking. The fse reattached the tubings, which repaired the leak. The repairs were verified per established procedures. (B)(4).